Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they over-delivered insulin to their body. The customer stated the bolus wizard was not letting them deliver anymore insulin. The customer also reported a large air bubble present in their reservoir. The customer stated they rewound the insulin pump with the reservoir in place. The customer's blood glucose was 250 mg/dl. The customer declined to return the reservoir for analysis.